Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during vein verification, the guidewire became stuck and it was impossible to move it forward or backward. After several attempts, the catheter and guidewire were removed. Even when trying to remove it by pulling hard, the provider was unable to remove it. The guide broke in the catheter. No patient injury.